Manufacturer narrative:
Device is used for treatment, not diagnosis. Information provided (B)(4) 2013, male gender.

Manufacturer narrative:
A product development evaluation was conducted and the report indicates the plate is broken through the threaded portion of the elongated combi-hole. The surface of the plate has extensive scratching and marks indicative of a great deal of intraoperative contouring. The design was evaluated with extensive mechanical testing during the development phase and found to be adequate. The fit of the plate to the anatomy was also developed using extensive cadaver specimens. It appears that the surgeon bent the plate a great deal during implantation in order to achieve a proper fit. The marks left by the bending devices used or the stresses induced in the material by the bending could have contributed to this event. This risk analysis was evaluated and found adequate. This failure could have occurred for a number of different reasons including excessive intra-operative contouring, poor reduction, plate too weak for indication, or patient non-compliance. It is unclear from the condition of the plate or complaint description which of these is the actual cause and mode of failure. The investigation is on-going.

Event description:
Consultant reported: original surgery date for the implant of a plate and screws for a distal right humerus fracture took place in (B)(6) 2012. During a follow up visit, an x-ray revealed a broken plate (broken in the middle) and a non union. The sales consultant was not aware if the patient was complaining of pain. The plate and approximately 8 screws were removed. There were no issues noted with the screws. The sales consultant feels the plate broke because there was a gap between the plate and the bone, there was only a 3.5mm cortex screw without a locking screw. The surgery was reported to have gone fine. The surgeon put in a bone graft and a new plate. There was a gap with the new plate as well. The sales consultant reported that the bone lined up nicely but the plate didn't meet the bone because the distal humerus had multiple fractures. This is report number 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The relevant dimensions were checked and no deviation was found. This complaint is invalid from a manufacturing standpoint. The implant of a plate and screws for a distal right humerus fracture took place in (B)(6) 2012.